Event description:
It was reported that this right atrial (ra) lead had a fracture during implant procedure. The lead was surgically abandoned and a new lead was inserted from the same side. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead had a fracture during implant procedure. The lead was surgically abandoned and a new lead was inserted from the same side. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental correction to include information on a2 date of birth, d6a implant date, and d6b, explant date.